Manufacturer narrative:
Device is a veterinary product. No patient information will be reported. Device malfunctioned intra-operatively and was not implanted / explanted. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 11-nov-2017. Part no: vs208.006, lot no: h413672 (non-sterile) ¿ 2.4mm locking screw self-tapping ¿ 6mm, quantity 86. Component part: 212m806, 2.4mm locking screw bp57 lot: h413672. Inspection sheet for thread head/turn shaft/thread final inspection meet inspection specification. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: device interaction & damage (visual: appearance not as expected): visual inspection performed under 10x magnification at customer quality observed that few threads at the head portion of the screw were deformed. Additionally, the tip portion of the screw was observed to be slightly dull. Furthermore, few minute nicks were observed under 10x magnification at the threaded portion near the tip. The complaint description agree with the complaint condition and the complaint condition was confirmed. Relevant product drawings were reviewed. Due to tapered head thread accurate dimensional inspection performed was not able to be performed on deformed threads. However the thread diameter proximal to the neck of the screw head measured 2.6 mm that falls within the specifications of 2.6 +/- 0.02 mm. Device history record(s) showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. While no root cause could be determined it is likely that any unintended off-axis forces encountered by the device during tapping and insertion could have contributed to this complaint condition. During the investigation, no product design or manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for a veterinary case. There was no human patient involvement. Device report from synthes europe reports an event in (B)(6) as follows: it was reported that osteosynthesis was applied to multi-bone-fragment fractures of the proximal tibia on (B)(6) 2018. During the procedure, tapping with the 2.4mm self-tapping locking screw was not successful and screw could not be inserted. Another locking screw was readily available and was used to complete the procedure with a delay of approximately 30 minutes. No adverse consequences to the patient were reported. This report is for one (1) 2.4mm locking screw self-tapping 6mm. This is report 1 of 1 for (B)(4).